Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
The customer reported low blood glucose symptoms with a result of 79 mg/dl obtained on the mobile system. An ambulance was called, and she tested 40 mg/dl on the professional device within 10 minutes. The customer was taken to the emergency room (ER) and was treated with an IV (contents unknown). The customer's condition improved and she was kept in the hospital for 4 days under observation. Requested return of suspect device, however the test cassette is no longer available.